Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it passed. A pairing test was performed, and it passed. A review of the share logs was performed and a loss of connection was found within the investigation window. A bin file analysis was performed and it failed. The allegation was confirmed. The root cause could not be determined.